Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's pump is broken and no longer working. There was no allegation of an adverse event. This complaint is being reported because of the alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings:during investigation, moisture was found in the display. The pump case was cracked near the top right corner of the display. A leak test was performed and failed due to a leak at a crack in the pump case. The pump case was cracked near the top right corner of the display. The rewind, load, and prime steps, and 24 hour steps were unable to be performed. The pump was opened to find moisture damage on the printed circuit board. The keypad buttons were unresponsive to user input. The keypad was removed to find no damage to the button contacts. The unresponsive keypad buttons were caused by moisture damage. The cartridge compartment was cracked and chipped but the cartridge cap was able to attach to securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.